Manufacturer narrative:
Date of event: please note that this date is based off the date of acceptance for publication as the actual event date was not provided. Concomitant medical products: product ID: neu_unknown_pump, serial# unknown, product type: pump. Product ID neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Lam sk, mayer rr, vedantam a, k as, harris da, pan iw. Readmission and complications within 30 days after intrathecal baclofen pump placement. Dev med child neurol. 2018. Doi: 10.1111/dmcn.13730. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: in 423 intrathecal baclofen pump placement cases, the overall readmission rate was 7.3%. A total of 40 cases resulted in complication within 30 days of pump placement. Reported events: 1. (Pli 10): sepsis: 7 cases with 3 cases resulting in unplanned readmission related to the original surgery 2. (Pli 20): unplanned intubation: 4 cases 3. (Pli 30): infection (superficial, deep, organ space): 17 cases with 13 cases resulting in unplanned readmission related to the original surgery 4. (Pli 40): wound disruption/dehiscence: 2 cases resulting in unplanned readmission related to the original surgery 5. (Pli 50): pneumonia: 2 cases resulting in unplanned readmission related to the original surgery 6. (Pli 60, 70): revision of pump/catheter: 6 cases 7. (Pli 80): incision and drainage: 2 cases 8. (Pli 90): debridement of muscle and/or fascia: 1 case 9. (Pli 100,110): removal of pump/catheter: 9 cases 10. (Pli 120): other cases resulting in unplanned reoperation related to the original surgery: 2 cases it was not possible to match this event with any previously reported event.